Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The sample was continuity tested per specification. During continuity testing, it was determined that the distal electrode does not have any conductivity. Further investigation showed that the distal electrode wire was broken at the 20 cm distance mark. This breakage might occur during catheter handling, such as careless removal from the tray or in preparation for the procedure. All catheters are 100% continuity tested during the manufacturing process prior to packaging and shipping. A device history record review was performed for the reported lot. No non-conformances were reported during 100% inspection. There have been no other reports against the reported lot number. No specific conclusions can be drawn.

Event description:
Reports pacing failure during use.